Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a 23fr sheath being placed for the delivery of the impella rp. The 23fr sheath malfunctioned. The dilator tip had split and the team replaced the 23fr with a new kit and the impella rp was successfully placed without harm or injury to the patient.

Manufacturer narrative:
The investigation for the introducer damage has been completed. The product was returned and evaluated. The dilator tip was split and the sheath tip had some damage upon inspection. No other abnormalities were found. All best practices were followed during field insertion and no vessel conditions were noted. The root cause of the introducer damage was most likely a sheath tip split due to patient condition.